Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ eclipse needle experienced safety shield failure. The following information was provided by the initial reporter: ecri members have reported multiple instances where the eclipse needle guard has detached. Medstar currently utilizes the following products that have exhibited problems: 1. 25 g x 5/8 inch. 2. 18 g x 1 1/2 inch. 3. 25 g x 1 inch.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ eclipse needle experienced safety shield failure. The following information was provided by the initial reporter: ecri members have reported multiple instances where the eclipse needle guard has detached. Medstar currently utilizes the following products that have exhibited problems: ¿ 1. 25 g x 5/8 inch. ¿ 2. 18 g x 1 1/2 inch. ¿ 3. 25 g x 1 inch.